Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off at 79% battery life. The customer was able to connect the pump to a power source and turn the pump back on. After turning the pump on the customer received a data error alert indicated a data log corruption. The customer's settings were noted to be missing from the pump. The customer's blood glucose (bg) level was impacted (303 mg/dl). It was indicated the customer would reload the cartridge, resume insulin therapy and address elevated bg level with a corrective bolus.